Event description:
The technician alleged the brakes would not hold on the foot end of the bed. No pt impact.

Manufacturer narrative:
The technician replaced the foot end brake casters to resolve the issue.